Manufacturer narrative:
E: initial reporter details updated. D10: the serial number of patient interface is (B)(6) h6: codes are updated. Previously updated fdc d16 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found that there was no fault found with the device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: xom unk nimintrfc, serial number: unknown. Analysis of product ID: xom unk nimintrfc is analysis found that fuses were shorted. H6: codes fdr: c0208 and img g0201202 belongs to xom unk nimintrfc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that mainframe was not getting response. There was no patient impact.